Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours on the arm.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path as intended. It cannot be determined when this damage occurred, or if it interfered with the devices ability to deliver insulin. No timeouts, drive stalls or alarms were observed in the download data. No other damage or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.